Event description:
In accordance with title 21 part 803, subpart b, 803.22{b)(2), this letter is to notify and provide you the information philips received on 31dec2025 which reported that during a lead extraction procedure, a coronary sinus (cs) perforation occurred, requiring intervention. A cardiac window was performed, and the cs perforation was repaired. The patient survived the procedure. A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv), and left ventricular (lv) lead. The leads were prepped with spectranetics lld lead locking devices (llds) to provide traction, along with arthrex fiberwire suture. The ra and rv leads were removed successfully. When attempting removal of the lv lead, the lld pulled out of the lead and only the fiberwire suture remained. While pulling traction on the lead with the suture, the lead was removed, and a pericardia! Effusion was detected. Rescue efforts began, including cardiac window and chest tubes were places. The patient survived the procedure. Philips (spectranetics) is not the manufacturer nor importer of the fiberwire suture. The manufacturer of this device is arthrex. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).